Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no end of life alerts. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.